Event description:
The facility's biomedical engineer reported an infusion pump wtih an 812:02 failure code. The biomed stated to baxter custoemr service that there have been no reports of any patient incident involving the pump since the last baxter service event. Information was requested but details were not available regarding patient status, medical intervention, patient injury, medication involved, tubing product code, infusion rate or set up of the infusion device. Additional contact information was requested but no additional contact was provided.